Manufacturer narrative:
The lead was capped on (B)(6) 2020.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2019. T-wave over-sensing was attributed to hyperkalemic episodes. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-16958. It was reported that the patient presented for follow up with the implantable cardioverter defibrillator exhibiting t-wave over-sensing related poor r-wave sensing exhibited by the right ventricular lead. The patient was scheduled for lead revision. The patient condition was stable.